Event description:
On (B)(6) 2012, the reporter contacted animas to report blood glucose levels up to 40 mmol/l requiring hospitalization. The reporter confirmed that the pump was delivering fine up until the time of the high blood glucose. The reporter alleged that the pump was not delivering insulin appropriately. The reporter stated that the pump settings were reviewed with a health care professional who confirmed they were correct.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box history indicated that there were several "empty cartridge" after which the pump was not resumed for several hours. On (B)(4) 2012 at 17:54 an "empty cartridge" alarm was confirmed; deliveries were not resumed until (B)(4) 2012 at 12:28. On (B)(4) 2012 at 07:45 an "empty cartridge" alarm was confirmed; deliveries were not resumed until (B)(4) 2012 at 11:51. On (B)(4) 2012 at 06:06 an "empty cartridge" alarm was confirmed; deliveries were not resumed until (B)(4) 2012 at 17:09. On (B)(4) 2012 at 02:16 an "empty cartridge" alarm was confirmed; deliveries were not resumed until (B)(4) 2012 at 16:19. On (B)(4) 2012 at 23:56 an "empty cartridge" alarm was confirmed; deliveries were not resumed until (B)(4) 2012 at 14:41. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No errors or alarms occurred during testing. No delivery related defects were found during testing.